Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave inaccurate gas readings while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit gave inaccurate gas readings while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit gave inaccurate gas readings while in patient use. No patient harm was reported. Investigation summary: nk repair center (rc) received the device on (B)(6) 2023, and it was missing the water trap. Rc was unable to duplicate or confirm the complaint of inaccurate gas readings. Upon further inspection from rc, the unit would not finish the warming-up stage after waiting for 30 minutes. The unit eventually gave a gas device error message. Additionally, the unit makes a hissing sound during normal operation. In this case, it is possible the pump was starting to fail due to degradation or wear and tear over time, so the pump was replaced as a precautionary measure. The unit also had minor cosmetic damage to the top cover. A definitive root cause could not be determined. However, based on the available information, the most probable root cause could be attributed to the pump beginning to fail due to wear and tear (the device was purchased in june 2018). Potential causes of the no/intermittent readings related issues, or gas device error, indicate that the gas module has failed. It is unlikely that the use of the gf-210ra, which displays the error message, will cause medically irreversible or adverse health consequences in the population at the greatest risk. Devices and internal components are expected to become damaged over time due to degradation and damage from wear and tear, which can be mitigated by the user/facility performing preventative maintenance. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 11/01/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 11/07/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 11/14/2023 emailed the bme for all items under the no information list. No reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave inaccurate gas readings while in patient use. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates only. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave inaccurate gas readings while in patient use. No patient harm was reported.